Event description:
At the two week follow-up appointment, ap and lateral x-rays revealed one of the screws was not completely flushed to the plate. Patient was doing well overall. At 6-weeks post-op x-rays, it appeared that the screw had backed out approximately 3 mm at c-5. At that time it was decided that surgery would be done to replace the screw.